Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for degenerative disc disease and non-malignant pain. It was reported two years ago the patient¿s catheter was clogged so they ¿cleared it out¿. The patient then experienced vomiting, fever, chills, and withdrawals. The patient¿s wife was worried if he gets an MRI he would go into withdrawal. The caller was redirected to the patient¿s managing doctor tor review the MRI and duration.